Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: d314trg crtd, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was removed for an unknown reason. Additional information has been requested, however, is not available at this time. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.